Event description:
No additional information.

Manufacturer narrative:
Investigation summary: the reported defect could not be refuted nor confirmed in the absence of a sample. The root cause cannot be determined for an unconfirmed defect. A complaint history check was performed, and this is the 2nd related complaint reported with the defect/condition of leakage with lot 5339236 regarding item #382623. DHR for final lot number 5339236 has been reviewed. No related quality issues or process deviations were found for the subassembly or final lot numbers for leakage a review of the applicable risk document indicates that the potential risk of the reported event was assessed appropriately in the risk management documentation.

Event description:
It was reported by customer that the catheter leaking. "Catheter leaking". Therapy disrupted - new piv needed to be placed.

Manufacturer narrative:
G.4. K201075; k251654. H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.